Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a post procedure check. The right ventricular lead was observed to be dislodged. The physician attempted to reposition the lead but had problems with the helix. The lead was explanted and replaced. Patient was stable post procedure.